Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient wasn't getting much relief from the ins and their healthcare professional (hcp) decided they wanted to implant a new ins from a different manufacturer. The patient stated they had problems at implant and also shortly after implant and the patient had to keep going to see a manufacturer representative because they couldn't get the right settings. The patient stated they had the replacement done last monday. The patient said they wanted the newest model ins and the patient was encouraged to discuss this with their hcp. No further complications were reported/anticipated.